Manufacturer narrative:
H3: product analysis: part # 3280006, lot # ot16e018 visual inspection confirmed the tip of the curette has broken from bend stress overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information is received from the healthcare professional via the manufacturer representative regarding an event which occurred during a spinal olif procedure in a patient diagnosed with degenerative disc collapse and stenosis adjacent to a previous lumbar fusion. It was reported that the instruments / implants broke. The malfunction with the cage is that the peek portion that has the threads for the inserter to grab onto broke off during insertion. The peek remained on the inserter and the cage was able to be retrieved from the disc space and new one implanted. No patient injury / complication was reported.